Event description:
A report was received by a peritoneal dialysis patient, who called technical services on (B)(6) 2012, to report a leak in her dialysis cycler cassette. When contacted by the corporate complaints department on (B)(6) 2012, the patient indicated that there was no leak in her cassette compartment. When the cycler was received for evaluation, fluid intrusion was confirmed to have occurred. There is no report of patient ill effect. There is no sample available for evaluation.